Event description:
It was reported that the patient underwent laparoscopic hysterectomy on (B)(6) 2014 and suture was used. The tip of the needle broke when sewing the vaginal stump and the broken piece fell into the patient ¿s tissue. The surgeon injected water several times until the broken piece was floating on the water and it was retrieved immediately. The procedure was completed with a like device. There was no adverse patient consequence.

Manufacturer narrative:
Conclusion: actual sample was returned for evaluation. Microscopic visual examination was performed on one needle that was broken in two pieces. The larger portion of the broken needle had numerous teeth marks from needle-holders present. The smaller portion had a bent tip and a broken end. The circumstances and force required to generate both the bend and the breakage of the needle could not be determined.

Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: a needle that broke at the tip was submitted for this evaluation. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. The device information for use cautions the user that "to avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point."